Manufacturer narrative:
D10 concomitant products: cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot # a5c2061y) cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot # a5c2061y) cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot # a5c2061y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section, needle-suture breakage occurred during intraoperative uterine suturing using a continuous suturing technique on the first use of the absorbable suture. Three additional sutures of the same model and lot number were then opened in succession, and all of them also broke. The sutures were immediately replaced with the same model from a different lot, after which the procedure proceeded smoothly. There was no patient injury.